Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer technical support provided the caller with pump reset instructions and assisted in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction occurred again.